Manufacturer narrative:
Company rep replaced the drive gas assembly. System was safety tested to factory specifications.

Event description:
Customer reported the a5 anesthesia delivery system failed an auto leak test. No pt injury was reported.